Event description:
It was reported that cartridge alarm 20 occurred during load process despite caller waiting until prompted to remove used cartridge and experiencing cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted in loading new cartridge using proper technique, successfully resumed insulin therapy, and was to receive replacement pump from technical support.